Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The customer troubleshot with technical support. The customer replaced the flow sensor and the issue was addressed.

Event description:
It was reported that the ventilator was failing performance verification test (pvt) air flow accuracy. No patient involvement.